Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (sb supply bag lines are blocked) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The two hours fifteen minute 8500 ml simulated treatment was performed and completed without any failures or problems. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that during drain 3 of 4 the patient encountered an air detected in cassette alarm. After attempts at troubleshooting the treatment was cancelled and the patient observed a fluid leak. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse. The patient indicated that treatment will be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.